Manufacturer narrative:
We have previously received and reported complaints where the voice prosthesis has been inserted into the loading tube with the esophageal flange in a back folded position, which has lead to a significant increase in insertion force being applied to the blue valve seat. This has in some cases lead to a significant increase in insertion force being applied to the blue valve seat. This has in some cases lead to that the blue valve seat has detached from the voice prostheses. Investigation of this complaint shows the same type of malfunction. Corrective actions have been implemented and reported in connection with follow-up report regarding f.ex. MFR report# 8032044-2007-00004 dated 06/28/2007. Market surveillance shows that the corrective actions have been effective. The above event is within the limits concluded in the follow-up report to #8032044-2007-00004. No further actions are deemed to be necessary. See scanned pages.

Event description:
Blue ring (the valve seat) was pushed out of the prosthesis when being inserted into the loading tube during preparation of the device. No effect on pt since the valve seat dislodged during preparation of the device.